Event description:
The customer reported that she could not read the screen of the insulin pump. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions.

Manufacturer narrative:
The insulin pump was received with a scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.